Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found water tightness was not maintained due to the objective lens, the bending angle was insufficient due to elongation of the angle wire, the curved rubber adhesive was missing, the operating part angle fixing part was loose, the universal cord was cut, and multiple parts of scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the objective lens coming off could not be identified. A review of labeling found there was no indication the event was caused by a misuse. Repair history was reviewed and there were no repairs within the past year. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the curved rubber of the endoeye flex deflectable videoscope was scratched. The issue was found during inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive part of the objective lens came off. The report is being submitted due to adhesive of the lens coming off that was found during evaluation.